Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user repeatedly experienced a loss of access to pyxis. A field service engineer proficiently assists it and pharmacy teams in identifying devices that are using outdated credentials in order to address the problem. This work was recorded from the case (B)(4). The system functioned as intended after the field service engineer had troubleshot the device.

Event description:
It was reported when using the pyxis anesthesia system, encountered a problem with pyxis access. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.